Event description:
The customer reported that the system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The collimator movements were checked. The system was tested and found to be working as intended and put back into service.